Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple issues occurred when device was rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had lot of issues when rebooting the devices. A technical support specialist (tss) reported that at locations cltpa2 and irupa2, the device not on bus failure was likely caused by firewall interference, as described in knowledge article of "medstation es: drawer failure after reboot cabinet controller does not initialize / not detected on bus". The tss deployed the remote support service (rss) package throughout the facility to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple issues occurred when device was rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.